Event description:
A 35 khz selector hand piece was initially reported to have low power. Further information indicated that the unit tested "ok" however, it failed during the second use in the operating room and there was no error message. The date of the event was the beginning of (B)(6) 2013. A bipolar clamp was also used during the surgery. Another device was not in contact with the hand piece. Another hand piece was used to complete the surgery. It is unknown if there was an increase in surgery time, however, the patient was anesthetized. The patient did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.